Event description:
Postoperative complications were reported in retrospective review of 50 patients who underwent anterior lumbar interbody fusion (alif) supplemented with competitor posterior percutaneous pedicle screw fixation for degenerative conditions of the lumbar spine between 2004 and 2008. All of the patients were operated on by a single surgeon at a university teaching hospital. All the patients underwent a primary lumbar fusion consisting of an alif using fresh frozen femoral ring allograft combined with recombinant human bone morphogenic protein-2 (rhbmp-2) followed by percutaneous pedicle screw fixation. Twenty-four patients underwent single-level fusion and 26 patients had a two-level fusion for a total of 76 levels fused. For single-level cases, a small infuse kit was utilized; a medium kit was utilized for two-level procedures. The mean lengths of the anterior and posterior (including repositioning) portions of the procedure were 131 and 102 min, respectively. The mean estimated blood loss for the entire procedure was 288 ml. The rate of intraoperative complications was 0%. The patients completed a minimum of 12 months of clinical follow-up; 45 patients had anteroposterior (ap) and lateral plain radiographs available at the 12-month time point. Fusion was evaluated. The mean vas score for leg pain, vas score for back pain and mean odi all improved postoperatively. There were no cases of wound infection, thromboembolic disease, symptomatic pseudarthrosis, hardware loosening or hardware failure. No patient required return to the or for hardware repositioning. It was reported that one patient had ileus, requiring an ng tube for 2 days, sometime post-op. No further details were provided.

Manufacturer narrative:
Literature article citation: anderson, dg et al. Anterior interbody arthrodesis with percutaneous posterior pedicle fixation for degenerative conditions of the lumbar spine. Eur spine j. 2011; april. The study patients mean age (B)(6). Twenty-four females and 26 males were part of the study. Femoral ring allograft allograft spacers percutaneous pedicle screw instrumentation. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.